Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when closing the torque screw on the mayfield modified skull clamp (a1059) it loosens. Additional information received as follows: date of the event? 25 march. How was the surgery finished? (For example, was another clamp used) no, was the patient injured? No. Was the surgery time increase of more than 30 minutes? Yes. According to my records, they continued to do the surgery with the clamp that they were using at the time that gave problems.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis: the reported complaint was confirmed from the evaluation. The inspection of the skull clamp (sn: (B)(6) shows the skull clamp has a loose swivel lock and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and gardner screw) must be replaced due to wear. After completing the repair, the unit must undergo a function test. The ratchet extension and torque screw are not marked. To resolve the issue, the skull clamp¿s internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test and meets manufacturer's specifications. Root cause: the complaint is confirmed via inspection of the unit. The unit required replacement of damaged and worn components. Probable root cause is improper handling and routine wear of the clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.